Event description:
As reported: physician was using the solopath sheath for tag thoracic aneurysm graft case. Pt preset with 5mm-5.5mm, tortuous calcified iliacs. The pt's iliacs were also previously treated with stents. The solopath was inserted with ease according to the physician. The endo graft was delivered without issue. Upon removal of the solopath, the sheath became "stuck;" the physician went through the troubleshooting step and was able to slowly remove the sheath about 7-9cm and it became stuck again. Upon trying to pull the sheath out with some force, the body of the solopath ripped leaving 7-10mm of sheath in the body. Physicians ended up "blowing out the sheath with a balloon expandable stent." Physicians attempted to perform endarterectomy to retrieve the remaining part of the device. This was unsuccessful. The surgeons consulted and decided the best course was to leave the sheath in as an "endoconduit" and stent. Physicians felt the pt would do fine and was fine coming off the table. Physicians were happy with the outcome, pt going home tomorrow pending no issues. A variety of stent, wires and balloons were used. Physicians were pleased as they thought solopath was the only way to get the case completed.

Manufacturer narrative:
On (B)(6) 2013, the statement regarding "blowing out the sheath with balloon expandable stent" was asked to be defined. (B)(4) responded with the following: "the physicians put a balloon expandable stent inside of the piece of the sheath that was still in the artery and inflated the stent, essentially smashing the solopath into the previously placed stent. The physicians referred to this as 'blowing out the sheath.'"